Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during treatment of an upper gastrointestinal bleed. According to the complainant, when the user depressed the "power" pedal on the foot switch, both power delivery and irrigation were activated. The foot switch was replaced, which did not resolve the issue, and the procedure was completed with another endostat ii. Neither the biomedical engineer nor the endoscopy department could confirm which mode was in use when the issue occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Reported event: irrigation activates when "power" pedal is depressed on foot switch. The device has not been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed.

Event description:
It was reported to boston scientific corporation that an endostat ii electrosurgical unit was used during treatment of an upper gastrointestinal bleed. According to the complainant, when the user depressed the "power" pedal on the foot switch, both power delivery and irrigation were activated. The foot switch was replaced, which did not resolve the issue, and the procedure was completed with another endostat ii. Neither the biomedical engineer nor the endoscopy department could confirm which mode was in use when the issue occurred. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
Visual evaluation of the returned device found some minor scratches on the cover; otherwise, the unit appeared to be in fair physical condition. All knobs and switches functioned properly. During electrical evaluation, all internal connections were checked and wires were manipulated during energy delivery but no issues were found. The unit passed the endostat ii return evaluation procedure and met all specifications. The condition of the returned device was not consistent with the complaint that both power and irrigation were activated when the foot pedal was depressed; the complaint was not confirmed. A review of the device history record (DHR) was performed; no anomalies were noted.